Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the e-100 generator stopped working and the power status led and instrument led were red. The technical support engineer (tse) did not find errors pointing to this issue. Prior to call, the customer already power cycled e-100 and checked communication cable. They also checked for proper wall socket. The tse guided the customer to restart e-100 again, but the error persisted. Tse asked the customer to hold down power button for three seconds to reboot, but the issue remained. Tse guided her to check the power cable for physical damage and the cable was ok. Tse guided the customer to disconnect and reconnect the power cable from e-100, but this did not solve the problem. The customer elected to continue the case with the erbe generator in the vision side cart (vsc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical specialist from abex and obtained the following additional information: the e-100 failed as soon as the team powered it on, the led light on the e-100 turned red and it didn¿t work at all. So they couldn¿t check its functionality.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found the logs clean and no trouble was found. However, fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi received the e-100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate the customer reported complaint. This unit was installed into the test system and it worked fine with synchro seal instrument installed. Fa used a synchro seal with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a pancreatectomy - distal procedure was performed on system sk4606 this complaint is being reported based on the following conclusion: the electro surgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.